Manufacturer narrative:
Meters Serial numbers: (b)(6) were also used on this patient during the reported incident. The initial complaint was received on June 24, 2026. The initial reporter indicated that the patient was admitted to the intensive care unit (ICU) and subsequently expired. A reportability assessment was completed, and the event was determined to be reportable on July 1, 2026. A review of the Device History Record (DHR) was conducted and identified no findings related to the reported event. DHR showed that all meters were manuafactured on the same date. Follow-up attempts were made to obtain additional clinical information; however, no response has been received from the initial reporter.This complaint remains under formal investigation. A supplemental report will be submitted upon completion of the investigation. Nova will continue to monitor for this and similar events.

Event description:
Glucose test performed on 3 different meters and different vials of strips. All gave "Bad Sample" error.